Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise. The noise could not be reproduced. No programming changes were made at this time. No patient symptoms were reported. The patient would be monitored with routine follow up.